Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Pump error 4 and pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly . Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Device test failed confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was 6.6 mmol/l at the time of incident. Customer was able to clear the alarm. Customer was assisted with self test and insulin pump failed self test. The insulin pump will be returned for analysis.